Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective o2 cell cable. In consequence the o2 cell cable was replaced by a new cable. There was no patient or user harm.

Event description:
The local staff was conducting an inspection of c1. However, shortly after replacing this oxygen cell, the replace oxygen cell message appeared on the screen. More than 30 minutes had passed since the oxygen cell was opened, and unplugging and replacing the oxygen cell cable did not improve the situation. He therefore had no choice but to replace it with another oxygen cell. The serial number of the o2 cell is (B)(6). The factory date is jan, 2022.

Event description:
The local staff was conducting an inspection of c1. However, shortly after replacing this oxygen cell, the replace oxygen cell message appeared on the screen. More than 30 minutes had passed since the oxygen cell was opened, and unplugging and replacing the oxygen cell cable did not improve the situation. He therefore had no choice but to replace it with another oxygen cell. The serial number of the o2 cell is (B)(6). The factory date is jan, 2022.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective o2 cell cable. In consequence the o2 cell cable was replaced by a new cable. There was no patient or user harm. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.